Event description:
It was observed that during the device evaluation, the subject device exhibited color dots in the image, broken charged coupled device (r-unit), and a damaged fiber bonding in the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the charge coupled device (r-unit) is broken and therefore the image has color dots. The most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.